Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, the station was in Critical Override and displayed a fatal error related to the underlying data source, potentially caused by a network connection or hardware issue.The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 01-SEP-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the station was on critical override and had fatal error. A Field Service Engineer (FSE) found database corruption and resolved the issue by dropping the database, reinstalling the application, and performing a data sync. All functions were tested and verified to be working properly in hardware test application. The system functioned as intended after the field service engineer repaired the device.